Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent: primary alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a check vent: primary alarm failed error code. Onsite service was requested. A philips field service engineer (fse) evaluated the device and observed that error code 1102 ((post) check vent: primary alarm failed) was present in the event log. The device was powered into normal operating mode and the error code was confirmed. The device was also producing an audible alarm. The fse noted that the user interface (ui) was dismantled and examined it for wear or breakages. The fse found that the speaker was not plugged into the power management pcba. After the speaker was plugged in, the device was tested. The device was reported to have passed all testing and was returned to use.